Manufacturer narrative:
Device evaluation: two used tracheostomy tubes were received for evaluation. Visual inspection of the tubes found that both samples were broken at the neckflange in the same location. Specifically, the neckflange has been broken at one of the plastic ribs, which connect the neckflange to the tube. Review of the device history record and related documents did not show any related manufacturing issues. The evaluation of the returned samples could not determine a root cause for the neckflange breakage. There was no evidence found to suggest the reported event was caused from intrinsic device problem.

Event description:
A report was received stating that the tracheostomy tube flange broke during use. The tube had been in use for approximately 1 month prior to the breakage. Replacement of the tube was required. No incident related medical sequela was reported.